Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to deploy a 3.5 x 30mm resolute integrity device in the right coronary artery (rca) however the distal edge of the stent caught on a newly deployed 4.0 x 34mm resolute device resulting in the distal end of the 3.5 x30mm being pulled up therefore the 3.5 x 30mm device could not be delivered through the 4.0 x 34mm device. The device was removed from its packaging per the IFU. The device was inspected prior to use with no issues noted. No excessive force was used during delivery. The procedure was done radially, using both a medtronic guide catheter and guide wire. No patient injury was reported.